Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the device was explanted.

Event description:
It was reported that the patient received forty appropriate shocks for ventricular tachycardia (vt) in the morning. The patient went to the emergency room and upon interrogation, the patient's implantable cardioverter defibrillator (ICD) indicated a charge circuit inactive warning. As well, the device was at end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.